Event description:
The customer reported a speaker malfunction on the intellivue mx800 patient monitor. No sound was coming from the device. The device was in use monitoring a patient at the time of the reported malfunction.